Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a navistar catheter and suffered a cardiac tamponade (no intervention reported) and cardiac arrest (requiring cardiopulmonary resuscitation). During ablation phase, 3 minutes after the last ablation, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Patient arrested and cardiopulmonary resuscitation was initiated and patient was intubated. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure. Transseptal puncture was not performed. No sheath information was reported. Generator parameters at the time of injury included temperature control mode with temperature cut-off at 50 degrees celsius and power cut-off at 50 watts (not titrated). Overall ablation time at the site of injury was approximately 3-5 minutes. Last ablation cycle time at the site of injury was 45 seconds. No irrigated catheter was used during the procedure. Patient received anticoagulant (heparin 4000 units) during the procedure with activated clotting times of 158 and 168 seconds. There were no errors reported on any bwi equipment during the procedure.